Manufacturer narrative:
Batch review performed on 23.april.2021: lot 143226: (B)(4) items manufactured and released on 06-oct-14. Expiration date: 2019-08-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event since 2017.

Event description:
5 years and 3 months after the primary surgery the patient came in reporting instability due to a hyperextended knee. The cause of the hyperextended knee is unknown. The surgeon revised the sphere insert flex right 11mm s3 with a gmk-sphere tibial insert - flex s3r - 17mm. The surgery was completed successfully.